Event description:
Dr stated pt had complained of fluid leaking in chest after chemotherapy later developed redness to site. When portacath site opened by dr. Plastic connector laying in 2 pieces in pt's chest.